Event description:
The pt experienced intermittent stimulation and a tingling sensation on left side of body that occurred 2-3 times per day. The sensation seemed to happen less frequently thru time. The lead impedance measurements were less than 2000 ohms on all of the unipolar pairs. An x-ray was going to be ordered. Add'l info has been requested.

Manufacturer narrative:
(B)(4)